Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor communication on the patient programmer. The device was dead and the patient tried to charge it but it would not charge. The patient tried connecting with the implantable neurostimulator recharger (insr) during the call but saw the reposition antenna screen. The insr was not able to communicate with the implantable neurostimulator (ins). When the patient tried to connect the patient programmer they saw the poor communication screen. The connection issue started a couple of months ago in 2017. The patient had last charged and last felt stimulation in (B)(6) 2016. There was a possible overdischarge. The patient¿s neurologist wanted them to get a scan of their brain and spine. The MRI was because the patient had multiple sclerosis and was not related to a device or therapy problem. It was reported that the patient was going to discuss explanting the device with their health care professional (hcp). No further complications were reported. Additional information was received from a health care professional (hcp) on (B)(6) 2017 reporting that the patient was having an unrelated MRI. Per the caller, the patient reported that the implantable neurostimulator (ins) had not working in years and they had not had the device removed yet. There were no patient symptoms reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.